Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Products have been received with signs of oxidation.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary : products have been received with signs of oxidation the product was not returned to depuy synthes, however photos were provided for review. See attachment (foto 3, foto 2). The photo investigation revealed that femoral trial presents sings of what appears to be rust. Additionally, it has an overall worn appearance consistent with multiple uses in a clinical setting. The reported allegation can be confirmed. However, due to the clinical records was not provided and without more information about the detergent used on these instruments, a potential cause cannot be determined. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the femoral trial would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to caused not established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.